Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their upper aligners are cutting into their gums. Advised patient of hh fit tips and requested an updated photo of the fit following the recommended fit tips. Also recommended to file the aligner in the area of concern.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.